Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of thrombosis is listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat an 85% stenosis in the mid left anterior descending (lad) artery with mild calcification and mild tortuosity. The patient presented with chronic stable angina. Pre-dilatation was performed with a 2.5 mm nc trek balloon. A 3.0 x 28 mm implant was deployed at 12 atmospheres (atm) and angio check showed proper deployment of the implant. Within a few minutes the patient began experiencing chest pain and angio check showed thrombus inside the implant. The thrombus kept increasing so a 3.0 x 28 mm xience alpine stent was deployed inside the implant. The result post-deployment looked good, but again thrombus started developing in the vessel. The thrombus was aspirated and a dissection was observed in the distal left main (lm). A 4.0 x 15 mm xience xpedition stent was deployed to cover the dissection and post-dilatation was done with a 5 mm non-compliant (nc) balloon to successfully complete the procedure. The patient is stable. There was no reported clinically significant delay in procedure. No additional information was provided.